Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was over 600 mg/dl. Customer stated that their sensor kept telling that they were low and customer was treating for low and when they checked blood glucose reading they having high blood glucose level. Customer stated that they treated high blood glucose level with insulin pump. Customer stated that they received calibration not accepted and change sensor while trying to calibrate. Customer decline the troubleshooting for high blood glucose and sensor glucose and blood glucose level difference. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.